Event description:
The dealer states that the compressor is shutting down. The dealer states that you can hear it engage but shut right back down, getting a compressor error on the screen. No further information is available.